Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two days following an bi-ventricular implant procedure, the patient was somnolent and was not responsive to pacing of the left ventricle which exacerbated the patient¿s heart failure. The patient was hospitalized and antiarrhythmic medication was administered and an electrical cardioversion was performed. The patient expired one week later due to deterioration of left ventricular heart failure. There was no alleged malfunction against any abbott devices.